Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported paramedics visit and hypoglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, insulet¿s senior clinical services manager received a request from a healthcare professional for support in reviewing glooko data related to a patient. During this discussion, the healthcare professional reported that the patient experienced a hypoglycemic event on (B)(6) 2026 that required paramedic assistance. The healthcare professional was unable to identify a potential cause and requested further review of the available data. A screenshot and a two-week glooko report were provided, indicating blood glucose readings below 3.0 mmol/l (54 mg/dl) on the date of the event; however, the exact blood glucose value was not confirmed. Multiple outreach attempts were made to the patient, but contact was not established. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Updated b5, d4 lot and serial numbers, h6. And updated additional MFR narrative below: according to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported paramedic and hospital visits and the hypoglycemic seizure event. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On 19 march 2026, insulet¿s senior clinical services manager received a request from a healthcare professional for support in reviewing glooko data related to a patient. During this discussion, the healthcare professional reported that the patient experienced a hypoglycemic event on 12 march 2026 that required paramedic assistance. The healthcare professional was unable to identify a potential cause and requested further review of the available data. A screenshot and a two-week glooko report were provided, indicating blood glucose readings below 3.0 mmol/l (54 mg/dl) on the date of the event; however, the exact blood glucose value was not confirmed. Multiple outreach attempts were made to the patient, but contact was not established. A supplemental report will be submitted if additional information becomes available. Additional information was obtained on 30 march 2026 during follow-up outreach. The patient reported experiencing a severe nocturnal hypoglycemic event on 12 march 2026 requiring emergency medical intervention. The patient stated that blood glucose (bg) was approximately 7.7 mmol/l (138 mg/dl) before going to sleep. During the night, the phone paired to the patient¿s continuous glucose sensor reportedly performed a software update, which the patient stated resulted in loss of bluetooth connectivity. As a result, glucose data were not transmitted to the controller, and no hypoglycemia alarms were received while automated insulin delivery remained active. The patient reported that bg levels subsequently dropped severely. Paramedics later estimated bg to be approximately 0.2¿0.3 mmol/l (3.6¿5.4 mg/dl) based on manual testing that was too low to register. The patient¿s husband awoke to find the patient experiencing a seizure and contacted emergency medical services. The patient received treatment at home with oral glucose gel and a glucose injection, followed by intravenous (IV) glucose and ondansetron after IV access was established. A nasal airway was placed due to jaw clenching. During ambulance transport, the patient received an additional small IV glucose infusion. At the hospital, the patient was monitored in an intensive care setting and received morphine via IV for leg pain attributed to impact during the seizure, as well as a larger IV glucose infusion. The patient was unable to recall quantities of administered medications. The patient was discharged the same day following clinical stabilization. The patient confirmed symptoms consistent with severe hypoglycemia, including seizure activity, loss of consciousness, oral drooling, nausea, fatigue, and leg pain. The patient reported that the pod detached during the seizure and was not retained for evaluation. Dexcom was notified on 01 april 2026. Additional information was received on 07 april 2026. It was clarified that the anti-sickness medication ondansetron was administered via injection during ambulance transport, not at the patient¿s home.